Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection. Found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. Found cannula to be damaged. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle complaint due to the sensor being returned with no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the light on their transmitter does not blink when connected to their sensor. The patient's blood glucose level was 124 mg/dl at the time of the call. The customer removed their sensor cannula but found no issues with the sensor. The customer is not sure if the cannula was bent. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.